Manufacturer narrative:
Block h6 impact code f2202 is being used to capture the reportable event of endoscopic procedure. Device code a1406 is being used to capture the reportable event of inflation problem.

Event description:
It was reported to boston scientific corporation that a orbera365 intragastric balloon system was implanted on (B)(6) 2024. During the procedure, while filling the balloon, the physician noticed the balloon was not opening completely but was able to fill it with 500ml of saline. Following the procedure, the patient reported not being happy with weight loss. On (B)(6) 2024 the physician decided to have the patient come in and remove the balloon. Upon removal, the volume of the balloon was 400 ml. The procedure was successfully completed with the new balloon of the same model. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Investigation summary a orbera365 intragastric balloon system was returned to boston scientific corportation. A visual evaluation of the balloon was performed and it was found that the balloon was returned deflated with a staple in the balloon and the fill tube was not returned. Balloon deflation is an adverse event that is anticipated in the IFU. The event of deflation has been confirmed. There were no patient complications reported as a result of this event. All compiled information on this investigation determines that the most probable cause is adverse event related to procedure. Block h6 impact code f2202 is being used to capture the reportable event of endoscopic procedure. Device code a1406 is being used to capture the reportable event of inflation problem.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was implanted on (B)(6) 2024. During the procedure, while filling the balloon, the physician noticed the balloon was not opening completely but was able to fill with 500ml of saline. Following the procedure, the patient reported not being happy with weight loss. On (B)(6) 2024 the physician decided to have the patient come in and remove the balloon, "upon removal, the balloon was at 400 ml." The procedure was successfully completed with the new balloon of the same model. There were no patient complications reported as a result of this event.